Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(6) is a constituent country of the (B)(6).

Event description:
Information was received from a patient in (B)(6) who had an implantable pump. The patient reported that there was no medication in the pump. It was reported that a week ago the patient had a scan done and the catheter was broken where it goes into his spine at l3 and l4. The patient started to have back pain a week before the scan, in (B)(6), and so he had the scan done. Reportedly, the patient's insurance wanted to send him abroad to get the catheter and pump taken out; either back to (B)(6) where it was implanted or to (B)(6). The event date was approximated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.